Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) outlet tube has damaged, issue found during cleaning by customer. There was no patient involvement .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) observed equipment had broken safety disk couplings. The equipment was not in use. Elimination of the defect caused by damaged couplings. Fse replaced pneu cmpnt m luer 1/16tb and pneu cmpnt coupling str. Repair completed. Functional tests performed with positive results.

Event description:
N/a.